Manufacturer narrative:
Device evaluation summary: the catheter investigation included visual inspection and performing relevant flow and leakage tests. The reported damaged catheter was confirmed. However, it is unknown how the catheter became damaged. (B)(4).

Event description:
The device was returned for evaluation.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pump and catheter were explanted as the patient began to experience lack of pain relief. The patient also stated that they preferred oral medication. Upon pump system explant, it was observed that the catheter may have been damaged. It is unknown if the catheter was damaged during the explant procedure or prior to the explant.